Event description:
A duett sealing device was deployed following a ptca/stent placement (via an 8f sheath in the left femoral artery). The pt's groin was unremarkable after the procedure. No hematoma or bleeding was noted. The pt complained of pain in the groin 2 hours post-procedure. A bruit was noted over the puncture site, and ultrasound showed what appeared to be an arterio-venous fistula. The pt was taken to surgery. No arterio-venous fistula was found during the surgery, rather a pseudoaneurysm was found and repaired. The pt experienced no further events and was discharged 3 days later.